Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
(B)(4). Additional information was received that the patient underwent a revision procedure wherein the lead was replaced per physician's preference. It was noted that the patient felt stimulation in stomach only during programming. No device malfunction was suspected. The patient was doing well post operatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.